Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (batch no. A95862) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fever, vomiting, diarrhea, hypermenorrhea and bacterial vaginosis. Previously administered products included for an unreported indication: depo provera, zofran, metronidazole and doxycycline. Concurrent conditions included underweight, weakness, dysfunctional uterine bleeding, ovarian cystectomy, ovarian cyst and uterine bleeding. Concomitant products included hydrocodone since 2014 and tramadol since 2014. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, 6 days after insertion of essure, the patient experienced menorrhagia ("abnormal menstrual bleeding/prolonged menses/ abnormal bleeding (menorrhagia)"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2013, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), migraine ("migraine headaches"), alopecia ("hair loss"), headache ("headaches"), mood altered ("hormonal changes: constant mood changes"), female reproductive neoplasm ("reproductive system disorder: cysts"), weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the device/ total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, infection, headache, vaginal haemorrhage, mood altered, female reproductive neoplasm and weight decreased outcome was unknown, the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved and the weight increased had not resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, female reproductive neoplasm, genital haemorrhage, headache, infection, menorrhagia, migraine, mood altered, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff reported that all her symptoms have resolved and that she feels much better. Right with 4 coils, left with 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6)2013: fallopian tubes were bilaterally occluded current weight was 99 lbs. Essures placed in right and left. Right with 4 coils, left with 1 coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and infection ("infections"). The patient was treated with surgery (surgery to remove the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and infection outcome was unknown. The reporter considered genital haemorrhage, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (batch no. A95862) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fever, vomiting, diarrhea, hypermenorrhea and bacterial vaginosis. Previously administered products included for an unreported indication: depo provera, zofran, metronidazole and doxycycline. Concurrent conditions included underweight, weakness, dysfunctional uterine bleeding, ovarian cystectomy, ovarian cyst and uterine bleeding. Concomitant products included hydrocodone since 2014 and tramadol since 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 6 days after insertion of essure, the patient experienced menorrhagia ("abnormal menstrual bleeding/prolonged menses/ abnormal bleeding (menorrhagia)"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), migraine ("migraine headaches"), alopecia ("hair loss"), headache ("headaches"), mood altered ("hormonal changes: constant mood changes"), cyst ("reproductive system disorder: cysts"), weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the device/ total hysterectomy with bilateral salpingo-oophorectomy) and surgery (surgery to remove the device/ total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, infection, headache, vaginal haemorrhage, mood altered, cyst and weight decreased outcome was unknown, the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved and the weight increased had not resolved. The reporter considered abdominal pain, alopecia, back pain, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, migraine, mood altered, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff reported that all her symptoms have resolved and that she feels much better. Right with 4 coils, left with 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded current weight was 99 lbs. Essures placed in right and left. Right with 4 coils, left with 1 coil. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical drug, historical condition, concomitant disease, laboratory data, and concomitant drugs were reported. On (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2012). Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal), hormonal changes: constant mood changes, headaches, reproductive system disorder: cysts, weight loss, pelvic inflammatory disease, weight gain. On (B)(6) 2017, she explanted essure (previously reported as (B)(6) 2017. Updated events and onset dates. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding/prolonged menses"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (surgery to remove the device/ total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and infection outcome was unknown and the dysmenorrhoea, menorrhagia, abdominal pain, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 26-oct-2017: follow up from summons-event severe menstrual pain; abnormal menstrual bleeding; prolonged menses; severe abdominal pain; severe back pain; painful intercourse; migraine headaches; hair loss; and irregular vaginal discharge was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.